Event description:
During the angiogram and stent of the right iliac artery the evercross balloon ruptured. The balloon was not able to be retrieved percutaneously and the patient was sent to the operating room for removal of the device. A short time later the patient went into hypotensive shock and eventually expired.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.